Event description:
It was reported that during priming particles were found in the syringe. There was no patient involvement and no patient harm in the event.

Manufacturer narrative:
One (1) photo was shared by the customer. Where 3 different items (ib-ch50, ib-ch10, and ib-ch2000 connected to a syringe) are observed over a table, however, no particulate is observed on the photos, and no additional damage or anomalies are observed on the photos. One (1) used. List #ib-ch50, chemoclave® vial spike was returned for evaluation, as received some surface anomalies were noted on the threads of the clave, possibly occurring during use. No mating device was returned for evaluation. The returned set was tested and no anomalies or particulates were observed. Complaints of particles cannot be confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.